Manufacturer narrative:
Device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified (B)(6) 2012 via email by the polyform distributor (B)(6), that they have received a complaint on (B)(6) 2012, regarding a polyform product from a pt's legal rep. The complaint states that a pt, as a result of the polyform implant, a pt injury has occurred. The date of implantation of the mesh was (B)(6) 2006. The pt is identified as (B)(6); pt is female; her age, weight and height are not provided. The hospital where the implant procedure occurred is (B)(6). Physician's name is dr (B)(6). The polyform product lot number was c000063 (mesh size 10 x 15 cm), expired on the 31st january 2007. No other info regarding the product or the pt is available at this time.